Event description:
It was reported that after implanting this lead poor parameters were seen prior to discharge thus it was decided to change the position of this lead but a suitable position was not found and it was noted that the helix of this lead did not extend thus a new lead was used. No adverse patient effects were reported. Should the lead be returned, this investigation will be updated.

Event description:
It was reported that after implanting this lead poor parameters were seen prior to discharge thus it was decided to change the position of this lead but a suitable position was not found and it was noted that the helix of this lead did not extend thus a new lead was used. No adverse patient effects were reported. Should the lead be returned, this investigation will be updated. Additional information noted that high thresholds resulting in loss of capture was seen two days post implant.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that after implanting this lead poor parameters were seen prior to discharge thus it was decided to change the position of this lead but a suitable position was not found and it was noted that the helix of this lead did not extend thus a new lead was used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated. Additional information noted that high thresholds resulting in loss of capture was seen two days post implant.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that after implanting this lead poor parameters were seen prior to discharge thus it was decided to change the position of this lead but a suitable position was not found and it was noted that the helix of this lead did not extend thus a new lead was used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated. Additional information noted that high thresholds resulting in loss of capture was seen two days post implant.

Manufacturer narrative:
This report is being filed to correct the initial reporter address, zip code, and phone number.

Event description:
It was reported that after implanting this lead poor parameters were seen prior to discharge thus it was decided to change the position of this lead but a suitable position was not found and it was noted that the helix of this lead did not extend thus a new lead was used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated. Additional information noted that high thresholds resulting in loss of capture was seen two days post implant.